Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. During insertion process, before the device entered the body it was noted that device was leaking gas. The sheath was replaced and procedure was completed with no patient complications.